Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient woke up feeling lousy and vomiting, with a low cgm reading. She ate yogurt and then started vomiting and experienced dka. At that point there was no bg comparison taken. Her husband decided to take her to the hospital. At the hospital they took a bg reading which was high and they treated her with insulin. The patient was conscious the whole time. She was released from the hospital on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2: correction/additional inforamtion. H6: health effect - impact code - correction to remove code 4607 hospitalization or prolonged hospitalization. H6: health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, a correction is required.